Event description:
A customer contacted beckman coulter inc (bci), regarding abnormally low incorrect potassium (k) results that were generated by the unicel dxc 600i synchron access clinical systems for several patients. Five patient samples were tested for k and results were in the range of 2.6mmol/l-2.7mmol/l. The results were reported out of the lab. The original samples were re-tested on a different instrument and repeated k results were in the range of 3.6mmol/l-4.0mol/l. Unknown if treatment was initiated or withheld.

Manufacturer narrative:
The ion selective electrode (ise) system is calibrated every 8 hours. Qc is run every 4 hours. Qc was within lab established ranges before the event. Qc was out of range after the event. A field service engineer (fse) was dispatched: the fse found a dirty ise injection cup (eic). The fse cleaned the assembly and verified its performance. A dirty eic assembly may have contributed to this event. A malfunction will be assumed for the purpose of this report.